Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation, the balloon ruptured immediately before reaching nominal burst pressure. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.